Event description:
At aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that an aneurx bifurcated stent graft (MFR report # 2953200-2011-01178) and contralateral limb (MFR report # 2953200-2011-01179) were implanted. The patient's follow-up history is unknown, although at one time, the aneurysm size may have decreased to 3.2 cm in diameter. Approximately 1 month ago, the patient presented emergently with pain, and it was noted that there was some contrast leaking between the contralateral limb and the main body at the gate; however, there was not a complete component separation. As a result, the aneurysm had enlarged in size, but the aneurysm diameter at the time of the junctional type iii endoleak is unknown. The aortic neck was straight, and the stent graft was close to the renals. The cause of the type iii endoleak is unknown. The physician elected to intervene by placing a 16x16x82 endurant limb to reline the gate area with good results. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Cause of the type iii endoleak is unknown. Conclusion: cause of the type iii endoleak is unknown.